Manufacturer narrative:
No conclusion code available; the reported field event of an inability to interrogate the device was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-visit the eri began triggering sometime in may. Reportedly, surgical intervention was undertaken during which time the battery was explanted and replaced which resolved the issue. No patient consequence was reported.